Manufacturer narrative:
The investigation of positioning issues has been completed. After a few hours on support, sporadic wrong position alarms occurred. Prevailing care team theory is patient is non-pulsatile. The patient began to decompensate in ICU. Product was not returned. The cause of the positioning issue was not determined since product was not returned and insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella cp was placed and was taken to ICU, however the patient was in sustained ventricular tachycardia. During support there was a call regarding ongoing placement signal not reliable (psnr) alarm. The nurse reported active alarm with audio disabled. Placement signal waveforms remained. Additionally, the there was sporadic wrong position alarms. Motor current (mc) was also narrow. The physician was advised to confirm position. And they are working on an art line. Ultimately the patient was decompensating. The family did not want CPR and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue and ventricular tachycardia. Pump was not returned. Data log review showed that during placement signal not reliable alarms, signal-to-noise ratio (snr) decreases with contrast, gain increases, and lamp and light remain constant. The cause of the optical signal issue was not determined since product was not returned, data logs showed no known optical failure patterns, and insufficient clinical information. Based on clinical review, patient was in sustained ventricular tachycardia, which had started prior to implantation. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27690. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.